Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was over 600 mg/dl. Customer went to the hospital due to high blood glucose levels. Customer declined to troubleshoot for high blood glucose levels. Customer advised they would change out their infusion set, call back to troubleshoot and provide the hospitalization information. The product was not returned.

Manufacturer narrative:
Concomitant products were added.